Event description:
Report of an underdelivery. The account is conducting a study which requires that 200ml of the drug be delivered in 30 minutes. The pump was set at 400m per hour. The underdelivery varied cc per hour to 130 cc per hour. Two pts had to be dropped from the study due to this inaccuracy. It appeared to be a lot specific problem because when new sets were used from a different lot, they did not have this difficulty. No adverse pt reaction was reported.